Manufacturer narrative:
The device was not returned for evaluation. Imaging provided showed a small fragment of metal in the patient on the ipsilateral side of the disc space. It can be concluded that the small fragment was one of the two stabilizing tabs on the main shaft assembly of the device. The exact cause of the reported issue could not be determined.

Event description:
It was reported that the tip of the signature implant holder broke intra-operatively and was left in the signature tps cage. No revision surgery is planned to remove the broken piece.

Manufacturer narrative:
Visual inspection confirms that one of the stabilizing tabs is missing. Measurements were taken of the existing spring tab and deemed to be within specification. The exact cause of the spring tab breaking off could not be determined.

Event description:
It was reported that the tip of the signature implant holder broke intra-operatively and was left in the signature tps cage. No revision surgery is planned to remove the broken piece.